Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results: a visual inspection of the pump showed that the keypad cover was peeling at the ok button. During testing, the down arrow keypad button was intermittently unresponsive; all other buttons responded properly. Evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad was torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.